Event description:
It was reported that the user experienced elevated blood glucose after disconnecting from the ilet and difficulties with the infusion set and cartridge, including uncertainty about cartridge insertion and failure to secure the luer connector, which resulted in improper infusion set deployment or connection; user was later assisted in reconnecting the ilet and pairing a dexcom g7 sensor, and was advised on proper quarter-turn luer locking. Symptoms included hyperglycemia with a reported fingerstick value over 450 mg/dl and no acute complications. Outcomes included prolonged hyperglycemia over approximately 12 hours without hospitalization or medical intervention, and use of subcutaneous insulin pens as backup therapy prior to reconnecting. Investigation included troubleshooting and user education regarding supply change and proper cartridge locking technique. Investigation of this case revealed an infusion set connection issue leading to inadequate insulin delivery, consistent with user handling and connection error rather than device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set and cartridge connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.